Event description:
It was reported to aesculap ag that an activ l (part # unknown) was implanted during a procedure performed on an unknown date. According to the complainant, the facet joints were failing on the implant. The patient will be undergoing a fusion revision surgery at level (l-4/5) where activ-l device was installed. The complaint device has not been returned to the manufacturer for evaluation. A revision surgery was necessary. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2022-00048(400543526 - ae-qas-sp44), 9610612-2022-00049(400543647 - ae-qas-sp44).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Associated medwatch reports: 9610612-2022-00048; 9610612-2022-00049; 9610612-2022-00050. Investigation: up to now, products not provided. Therefore, no investigation possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Explanation and rationale/conclusion and root cause: because there are no products and only minor information available, a definitive root cause analysis is not possible. Because the device history record is without any deviation, a material defect or manufacturing failure can be excluded. The following causes are possible: wrong system configuration selected by the user; wrong implant size chosen by the user; end plate formed too strong by the user; design layout unsuitable; inadequate patient behavior corrective action: a CAPA is not necessary.